Event description:
It was reported that in 2006 the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure the immediate technical results were satisfactory. The patient experienced pain during the cryoplasty inflation. The physician documented a dissection post cryoplasty that was not flow limiting. The target lesion location was the superficial femoral (de novo) reference vessel with a 5 mm vessel diameter, 8mm lesion length. The target lesion pre-procedure was 90% with concentric stenosis. There was no calcification and no vessel tortuosity. There were no patent run-off vessels with collaterais. The quantitative measurement method was visual. The procedure polarcath balloon used during the procedure, one balloon with a 5mm diameter, 4cm length, 80cm shaft length and 1inflation. Post procedure stenosis was 30%. The cryoplasty total procedure time was 10 minutes. The patient had a follow up 3 months later, and no problems were noted.

Manufacturer narrative:
Date of event - 2006the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).